Event description:
The user received discrepant glucose results for two patient samples. Sample 1 initial result was 0 mg/dl, repeat result from p module (B) (4) was 138 mg/dl. Sample 2 initial result was 1 mg/dl, repeat result from p module (B) (4) was 189 mg/dl. The initial results for both samples were reported. The patients were not treated based on the results. The glucose reagent lot number was not provided. The field service representative determined the sample probe was dirty. To verify the analyzer operation, he verified the qc conformed to the specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.